Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that less than 24 hours after an intraocular lens (iol) implant procedure, a patient developed beta hemolytic strep infection in eye. Infection invaded orbit and eye was enucleated. Additional information was provided by a government agency indicating that according to a nurse, this was an isolated incident with no root cause found by the facility, and there were no breaks in their sterilization records. The facility has not received an update on the patient after the enucleation. Additional information was provided by the nurse, who reported that endophthalmitis developed the morning after an uncomplicated cataract surgery. The optometrist sent the patient to a retinal doctor and injection were given that day. The patient went to a local emergency room that night and was sent to the university. The next day the eye was not salvageable and was removed several days later. Aqueous and vitreous cultures were taken. There were no results provided.

Manufacturer narrative:
The completed questionnaire was received and reviewed by the clinical analyst, who stated the following: the customer reported ¿the patient developed beta hemolytic strep infection, left eye was enucleated. The customer returned a completed questionnaire which was reviewed. This is 70 year old male patient who had an uneventful cataract surgery performed on (B)(6)/2017. On the day 1 post-operative exam, the surgeon diagnosed the patient with endophthalmitis. The surgeon sent the patient to a retina specialist that same day. Cultures of vitreous and aqueous were both taken; the doctor diagnosed the patient with rapidly aggressive endophthalmitis os. Intravitreal steroid and antibiotic injections were given to the patient on that same day. The patient went to the emergency room (ER) the following day and was then sent to the (u/k) university of kentucky. The eye was not salvageable after this and was subsequently enucleated several days later. Cleaning and sterilization: dart and biological testing-amsco eagle series 3000 autoclave. The parameters are listed as: 270-274 degrees f, 34 psi, for 4 minutes, with a dry time of 18 minutes, pre-vac/wrapped. The machine last had a preventive maintenance servicing on (B)(6) of 2017. An ultrasonic cleaner is used. Medline dual enzymatic cleaner and pre-soak was is used. The ultrasonic cleaner is maintained using ¿monthly glass test, the outside is cleaned with oxy-wipes, the inside is cleaned with enzyme solution. All instruments are cleaned with a soft brush. The tips and sleeves are removed prior to sterilization. All reusable cannula and handpiece are irrigated after use with a 120 ml each. The instruments do not sit in open air. No single-use items are reused. The handpiece and/or unit has been used since this event occurred. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).